Manufacturer narrative:
Information was received via the (B)(4) pms enterprise study that five months post index procedure with placement of two orbit coils (10mm x 30cm & 9mm x 25cm, lot numbers unknown) and two non codman coils (v-track hydrocoil/terumo 7mm x 20cm & 6mm x 20cm)/terumo) to treat a vertebral artery aneurysm, there was slight blood flow to the treated aneurysm confirmed via angiography. At baseline the unruptured saccular aneurysm had a 5.8mm neck and neck to sac ratio of 5.8mm:10.8mm. The occlusion rate of aneurysm after the index procedure was 95%. There is no information regarding the occlusion rate at the time of follow-up. Additional coil embolization was performed approximately four weeks later with an occlusion rate of 95%. After the procedure, the angiographic appearances were satisfactory and there was no issues noted. There is no additional information regarding the follow-up coiling procedure. The event outcome as of was indicated as ¿resolved without sequelae¿ with a relationship to the index procedure and study device reported as unknown. The (B)(6) female had no other medical history. The parent vessel size diameter proximal was 3.0mm and distally was 3.0mm. During the procedure a jailed technique was utilized. The modified rankin scale (mrs) score before the index procedure, post procedure, one month, five months and six months post procedure was 0. The act was 155 seconds pre anticoagulation; heparin 15000u was administered intraprocedurally with an act of 276 seconds post anticoagulation. No information regarding inr, pt, and ptt. The occlusion rate of aneurysm was 95% after the procedure. There is no further procedural information or images available. The coils remain implanted and the lot numbers are not available; therefore, the device history record review cannot be completed. Aneurysm recanalization after coil embolization is a known event and has been estimated to occur in anywhere from 5% to 38% of coiled aneurysms. Factors which may have a correlation with recanalization post coil embolization include neck size, packing density, and inflow angle. The IFU precautions that multiple embolization procedures may be required to achieve the desired occlusion of some vessels or aneurysms. Clinical factors may have contributed to the reported event with no indication of any related manufacturing or device performance issues. Therefore no corrective actions will be taken at this time. Device information: it is unknown whether the catalog # is 637 or 638, therefore catalog # 637 was arbitrarily selected.

Event description:
This complaint is from a clinical study "(B)(4)". Index procedure took place on (B)(6) 2010. The procedure was coil embolisation assisted with vrd (enc452212/01421603) of right intracranial vertebral artery. The following 5 months of the index procedure, on (B)(6) 2011, slight blood flow to the treated aneurysm was confirmed through the angiography. Then additional coil embolisation was performed on (B)(6) 2011. After the procedure, the angiographic appearances were satisfactory and there was no issues noted. The event outcome as of (B)(6) 2011 was indicated as "resolved without sequelae." According to the physician, the relationship of the event to the index procedure was unknown and to the vrd was also unknown.

Manufacturer narrative:
The patient had no medical history. The unruptured saccular aneurysm neck was 5.8mm, and the neck to sac ratio was 5.8mm:10.8mm. The parent vessel size diameter proximal was 3.0mm and distally was 3.0mm. Mrs before the procedure on (B)(6) 2010 was 0, after the procedure on (B)(6) 2010 was 0 and on (B)(6) 2010 was 0. The act was 155 seconds pre anticoagulation and 276 seconds post anticoagulation. No information regarding inr, pt, and ptt. The occlusion rate of aneurysm was 95% after the procedure. On (B)(6) 2011, the angiography was conducted after additional coil embolisation, aneurysm neck was 5.8mm, and the neck to sac ratio was 5.8mm:10.8mm. The parent vessel size diameter proximal was 3.0mm and distally was 3.0mm. Mrs was 0. The occlusion rate of aneurysm was 95%. Antiplatelet therapy included aspirin 200mg/day: (B)(6) 2010, 100mg/day: (B)(6) 2011~ongoing, clopidogrel sulfate 150mg/day: (B)(6) 2010, 75mg/day: (B)(6) 2011~ongoing, cilostazol 200mg/day: (B)(6) 2010, heparin 10000u: (B)(6) 2010, 5000u: (B)(6) 2010, 15000u was administered intra-procedurally. Prior to implanting the vrd, slim guide 6fr 90cm/medikit, prowler select plus(606-s255x, lot unknown), chikai 0.014" 200cm/asahi intecc were utilized. Other devices utilized during the procedure were excelsior sl10(type str)/stryker, orbit(10mm x 30cm, 9mm x 25cm, lot number all unknown), v-track hydrocoil(7mm x 20cm, 6mm x 20cm)/terumo. During the procedure, jailed technique was utilized. However, regarding the additional coil embolisation, there is no information about both the utilized devices and the implanted coils. No further information is available and procedural images are not available. It is unknown if this was a scheduled follow up angiogram or if the patient had symptoms. It was only reported that the recanalization of the treated aneurysm was confirmed on (B)(6) 2011. Device information: the lot number for the orbit coil is unknown. The product captured is for orbit coil 9mm x 25cm. Concomitant medical products and therapy dates: slim guide 6fr 90cm/medikit (details unknown), prowler select plus (606-s255x, lot unknown), chikai 0.014" 200cm/asahi intecc (details unknown), excelsior sl10 (type str)/stryker (details unknown), orbit (10mm x 30cm, lot number unknown), v-track hydrocoil (7mm x 20cm, 6mm x 20cm)/terumo (details unknown).